Event description:
Per the clinic, the patient experienced bleeding, scarring and burning sensation at the abutment site and subsequently was treated with an injectable steroid (specific date and duration not reported).